Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, lot# n232654002, implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal 2000 mcg/ml (dose 126.3 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and cva (stroke). Information regarding the lot number, other medications the patient was taking at the time of the event, and patient medical history were not available to the reporter. It was reported that on (B)(6) 2016, a dye study was attempted, but they were unable to aspirate the catheter. It was noted the dye study was ordered by the following physician as pump replacement protocol. There were reportedly no environmental, external, or patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included repositioning the needle, and "new access." There were no interventions/actions taken or scheduled as there were no other indications that would suggest a compromised catheter. The patient reportedly had not experienced any decrease in efficacy, therapy response or dose adjustments that would indicate a compromised catheter. The patient would be scheduled for a pump replacement at elective replacement indicator (eri) with no catheter revision. The issue was not resolved at that time. The patient status was "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.